Event description:
Caller states that the pt tested 133mg/dl, which did not reflect the pt's symptoms of apnea and nonresponsive behavior in her opinion. A lab was drawn 20 minutes later and returned with a result of 47mg/dl. No treatment was delayed or given once the lab result was returned. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.